Event description:
It was reported that the bed scale was not accurate.

Event description:
It was reported that the bed scale was not accurate.

Manufacturer narrative:
Follow-up submitted as further investigation determined the inaccurate scale was due to a faulty load cell.